Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an a 72mm thoracic aortic aneurysm. It was reported that during the index procedure an unknown endoleak was observed and the physician requested the device vamf2626c100te to implant as treatment for the endoleak. It was reported when the device was removed from the packaging the delivery system was broken at the distal end. The intervention for the endoleak was not completed and is planned to be carried out at a later date. The cause of the broken delivery system is unknown. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information received; it was reported that the endoleak was a type ia and that only minor wrinkles were noted on the exterior of the device packaging/box. If information is provided in the future, a supplemental report will be issued.